Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-oct-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system power issue was caused by a faulty controller in auxiliary drawer 7, which prevented the main unit from powering on when connected. A field service engineer (fse) identified defective drawer controller through isolation testing and replaced to restore normal operation. Post-repair testing using the hardware test application confirmed successful functionality, and results were validated with no further issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 7 was not allowing the system to power on. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.